Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the guidewire crossed through the ultratome guidewire port and was inserted into the central bile duct. When the nurse pulled the cut wire, it would not form an arch as required. It was reported that the device had come in contact with the scope elevator. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): (would not form arch as required). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).